Event description:
Clinitron rite-hite bed in need of repair since (B)(6) 2009. On (B)(4) 2013, I was notified by (B)(6) that all the facts of the civil rights complaints I have filed since 2009 are "not sufficient" to raise compliance issues. That is not true. This letter and all attached documents will clearly provide all the "facts" and "compliance issues", as defined by the compliance guidelines issued by (B)(4). There is the ongoing discrimination by (B)(4). Fact #1: the center for medicare and medicaid ((B)(4)) issued a list of "never events" on (B)(4) 2008, that went into effect on (B)(4) 2008. In addition, there is section 5001(c) of the deficit reduction act of 2005, that clearly defines "hospital acquired conditions." My injuries were hospital acquired and never events, a list of the injuries which includes stage 4 pressure ulcer, spinal cord injury, kidney failure, trauma from being dropped in the hospital, these are just some of the injuries acquired while hospitalized. In (B)(6) 2009, I applied for medicare, after determining my eligibility, medicare assigned my claims to the medicare secondary payer contractor, medicare considered by medical conditions was caused by a "third party liability" since that determination, and ongoing till this day I have not been receiving proper care for my medical conditions. Included with this mailing are photos of the clinitron bed which has been in need of repair since 2009. (B)(4) was notified of hill-rom corp refusal to repair the bed, and denied my civil rights complaint. The investigators denied the complaint, not a "doctor" which violated by civil and human rights. Medicare was not notified that a beneficiary is using medical equipment in need of repair, so a determination could be made to prevent a further medical emergency. A complete list of all my elected officials and officials from (B)(4), who I have contacted since 2007 and no one has helped me with medical care, housing or transportation needs. This is fraud and I will prove its fraud with the info I will provide in fact #2. (B)(4) are not following their own guidelines and I am left suffering from the effects of your own internal non-compliance. Fact#2: on (B)(6) 2006, I filed a complaint with (B)(4), I complained of a bedsore, I was dropped by two nurses, and I had a stroke and no one told me why (I never had a stroke). The (B)(4) is an extension of (B)(4), at the state level and is responsible for investigation of complaints. The (B)(4) did not investigate my complaint until (B)(6) 2007, that is a violation of my rights. When they did the investigation, the investigator (B)(6) wrote my complaint was not valid after a review of "my entire medical record." All the facts of my injuries and complaints are in the medical record. How then, does (B)(4) determine the "facts of my complaint are not sufficient" to raise a compliance issue. After repeated calls to (B)(4), I was finally able to have my complaint reinvestigated by (B)(6), after a reinvestigation, it was found my original complaint was "substantiated" on (B)(6) 2009. The administrator of the hospital was notified on the same date, and I am still to this date left with no assistance in the community, since the hospital is the community resource. This is discrimination for filing a valid complaint. Now, in (B)(6) there are laws that go beyond (B)(4) guidelines for "never events and hospital acquired conditions" it clearly shows what should have been done when the (B)(4) substantiated my original, the (B)(4) violated the law, which made it discrimination then and now, and is defrauding the medicare program as well as me. The laws violated here in (B)(6) are, the health care carrier accountability act of 2001, the pt safety act of 2004, the health care professional responsibility and reporting enhancement act and the general licensure procedures and enforcement of licensure regulations. The (B)(4) willingly violated all these laws which violated my rights, and is the basis of my civil rights complaints. Further more on (B)(6) 2012, I received a letter from (B)(6) giving me a phone number to apply for "welfare" that is "discrimination". Every state has different laws and rules that may offer more protection and rights beyond federal laws and guidelines, that's why all complaints have first be reported to the state, and if there is an issue with enforcement then the (B)(4) contacts the federal (B)(4). The federal (B)(4) states the "pt should not suffer, as I have been suffering." Fact #3: since 2006, I have reported my concerns and complaints to (B)(6). The laws and regulations apply to both entities and both have refused to comply, which has shifted the cost of care (and non-care) to me and the medicare program. That is fraud which is clearly defined by (B)(6) laws I have listed above. Both entities willful violation of those laws makes it a "violation of federal laws and regulations. Attached to this letter is a copy of all I have contacted at (B)(6) about my complaints of quality of care, as well as not receiving medical care for my conditions, housing and transportation. You have erred with your determination of the "facts are not sufficient" to raise compliance issues when the facts clearly fully support "non-compliance". "If the facts stand in the way of speculation, then the facts win"! Also attached with this letter is a list of all the healthcare facilities I was a pt since 2006, because of the hospital acquired conditions and never events. Why must I keep suffering because a person such as (B)(4), refuse to read the info provided with my complaints or event review the (B)(4) investigative reports, which are public records. My suffering needs to stop immediately; the (B)(4) has to answer why they have left me in the community with injuries caused by an entity they regulate, where there are specific laws that govern these issues. If you continue to let these crimes committed against me to continue, you need to immediately turn over this case to the office of (B)(6). Leaving me in the community without medical care, housing or transportation this is "inhumane" and against the law!! "Common sense can overcome the lack of education, but education cannot overcome the lack of common sense." I am being treated in an inhumane manner by (B)(6) as well as your offices. It's time for it to stop, I will not stop trying to fight to correct as best I can the wrongs done to me. Too many people died to give me this right to fight, too many of my ancestors, who were (B)(6) died to give me this voice and courage to stand to this senseless non-sense. Current medical conditions: stage 4 pressure ulcer, spinal cord injury, lymphedema, peripheral neuropathy (non-diabetic), stage 3 chronic kidney disease, weakness right arm, stress, insomnia, diabetes, bilateral footdrop, pain, heeled ulcer right heel, abrasion on left middle toe. Surgical history: remove abscess right groin, pressure ulcer surgical flap - 7 surgeries, right heel skin graft - 4 surgeries, amputation right big toe, pick line insertion - 3 procedures.